Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, second firing on transection of sigmoid colon during a laparoscopic colectomy, the handle was functioning properly and all indication showed no errors. The green light was flashing when the ready to fire button was pushed but nothing happened. The reload was removed and reloaded onto the stapler and the same result occurred. A new reload was loaded onto the stapler and it worked with no problems. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.